Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2012 quality department at bwi emea received a (B)(6) solicitor's correspondence claiming the following allegation of negligence: failed cardiac ablation procedure performed on (B)(6) 2011 due to a sudden rise in temperature causing ventricular asystole necessitating pacemaker insertion. The event was received by postal mail. The information available at the time when this complaint was received is that the equipment involved was a stockert generator serial# (B)(4) which is located at (B)(6) hospital per our records. By searching bwi's complaints database, it was found that the event was not reported to bwi before. The clinical account specialist (cas) assigned to the account confirmed that this event had not been reported to her either.

Manufacturer narrative:
Ref: (B)(4). On (B)(6) 2012 quality department at bwi emea received a (B)(6) solicitor's correspondence claiming the following allegation of negligence: failed cardiac ablation procedure performed on (B)(6) 2011 due to a sudden rise in temperature causing ventricular asystole necessitating pacemaker insertion. The event was received by postal mail. The information available at the time when this complaint was received is that the equipment involved was a stockert generator serial# (B)(4) which is located at (b)(64 hospital per our records. By searching bwi's complaints database, it was found that the event was not reported to bwi before. The clinical account specialist (cas) assigned to the account confirmed that this event had not been reported to her either. Additional information provided stated no unit issue was observed after the incident and it was functioning per specification. No unit service was requested. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.